Event description:
Reporter alleged she obtained a discrepant patient blood glucose result of 304 mg/dl on the advantage system compared to a professional measurement of 135 mg/dl when testing was performed within 10 mins of each other. Reporter stated she treated the patient with insulin. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.